Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated that the dialysis tube adapter broke at the venous-end of the catheter after finishing dialysis. The catheter was removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.